Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. As per additional information received via follow-up on (B)(6) 2022 , therapy was completed with another device and there was no patient impact.

Event description:
It was reported that during patient use, alarm 80 (non-recoverable system error) occurred and operation stopped. When the user tried to use it again after some time, the screen was not displayed and only the alarm sounded. When the arctic sun device was restarted the next day, it started up normally but immediately emitted alarm 05 (water reservoir empty). They pulled up the tank and verified that alarm 05 was triggered even though the tank was half full of water. Also, the flow rate was only about 2.5 lpm (negative pressure was normal at -7 psi). Since the failure occurred less than one year after delivery, the distributor was planning to request free replacement of the defective parts after identifying the defective parts. As per additional information received via follow-up on 04nov2022, therapy was completed with another device and there was no patient impact.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.